Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that a protaper gold broke during use. The broken piece was not retrieved and was incorporated into the filling.